Manufacturer narrative:
MFR's report date: 10/09/2009. The pump event logs and pc unit event logs have been received for investigation. A follow up report will be submitted with any new relevant info.

Event description:
Customer reported in the emergency department, nurse programmed eptifibatide to infuse at 5ml/hr and after 5 hours the pump indicated volume remaining was 70ml but infused the 100ml bag. Labs were drawn at 08:30 with h&h, platelets; 11.7, 33.8, 339,000. The next labs at 21:00; h&h and platelets; 10.7, 30.6, 332,000. Pt underwent stent placement in the rca. The pt stayed an extra day and was discharged home. Although requested, no further pt/event info was available.